Event description:
The customer reported the shock button on the bezel was not working. There was no reported pt involvement.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged receiving the results of 70 mg/dl on instant plus system compared back to back with a result of 192 mg/d on one professional system and another result of 201 mg/dl on another professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.